Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5117332) on 11-may-2023. The most recent information was received on 01-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of injury associated with device ("multiple life threatening medical conditions and problems after getting the device procedure done") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: improper use of device ("improper or incorrect procedure or method" on (B)(6) 2016) and device ineffective ("pregnancy with essure" on (B)(6) 2016). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016 she experienced injury associated with device (seriousness criteria hospitalisation, life-threatening, disability and intervention required), habitual abortion ("has caused me over 75 miscarriages, this device cuts through the egg after it's already conceived") and pregnancy with contraceptive device ("pregnancy with essure"). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, injury associated with device and pregnancy with contraceptive device to be related to essure administration. The reporter commented: I was reversible, and I wouldn't have to have a hysterectomy; I reported problems within weeks after getting the device procedure done and was disregarded, and knowingly ignored even to date with medicaid has caused me over 75 miscarriages, as well as multiple life threatening medical conditions and problems. I have logged two different medical board complaints, one on doctor who did the procedure as well as the primary care doctor. I've had listed for over a year and not one appointment definitely not from lack of trying. I've contacted everyone regarding this. I will not be silenced this device cuts through the egg after it's already conceived with that already has a soul death was never meant to be put in the hands of are doctors that are gifts from god to give life prolong, life save lifes and make are passing easier this is a absolute outrage this is not even a sprinkle of documentation and factual statements and information regarding this let me heal this nation as god intended intends and is god will please and thank you. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority food and drug administration (reference number: mw5117332) on 11-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of tissue injury ("multiple life threatening medical conditions and problems after getting the device procedure done") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: improper use of device ("improper or incorrect procedure or method" on (B)(6)2016) and device ineffective ("pregnancy with essure" on (B)(6)2016). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6)2016 she experienced tissue injury (seriousness criteria hospitalisation, life-threatening, disability and intervention required), habitual abortion ("has caused me over 75 miscarriages, this device cuts through the egg after it's already conceived") and pregnancy with contraceptive device ("pregnancy with essure"). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pregnancy with contraceptive device and tissue injury to be related to essure administration. The reporter commented: I was not properly notified or informed as well as cut off from medical care treatment, as well as any checkups shortly after getting the device. I was not properly informed about the risk as well as was told it was reversible, and I wouldn't have to have a hysterectomy; I reported problems within weeks after getting the device procedure done and was disregarded, and knowingly ignored even to date with medicaid has caused me over 75 miscarriages, as well as multiple life threatening medical conditions and problems. I have logged two different medical board complaints, one on doctor who did the procedure as well as the primary care doctor. I've had listed for over a year and not one appointment definitely not from lack of trying. I've contacted everyone regarding this. I will not be silenced this device cuts through the egg after it's already conceived with that already has a soul death was never meant to be put in the hands of are doctors that are gifts from god to give life prolong, life save lifes and make are passing easier this is a absolute outrage this is not even a sprinkle of documentation and factual statements and information regarding this let me heal this nation as god intended intends and is god will please and thank you. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.